Event description:
The hospital reported an aneurysm coiling procedure where the physician stretched and prematurely detached the coil inside the microcatheter. There were no patient complications, the patient condition is table, and the procedure was completed with another device of the same type.

Manufacturer narrative:
The device in question has been returned to boston scientific and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.